Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4147 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide was inserted on (B)(6) 2019 in ac of combative patient. Rn flushed catheter on (B)(6) 2019 and noticed pinhole in exposed part of catheter. Bodily fluid sprayed in face of rn upon flushing. Rn underwent testing to eliminate risk of transmission. The catheter was removed.

Event description:
It was reported that the powerglide was inserted on (B)(6) 2019 in ac of combative patient. Rn flushed catheter on (B)(6) 2019 and noticed pinhole in exposed part of catheter. Bodily fluid sprayed in face of rn upon flushing. Rn underwent testing to eliminate risk of transmission. The catheter was removed. Additional information-1/31/2020: it was stated, "no one was harmed in this incident."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking powerglide was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide rt midline catheter. Usage residues were observed throughout the sample. An extension set was attached to the luer adapter. Curved shape memory was observed along the length of the catheter. A permanent kink was observed just distal of the molded joint. A circumferentially aligned split was observed at one corner of the kink. Microscopic inspection of the split revealed a granular fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split appeared to have been caused by sharp kinking of the catheter tubing. The abundant usage residues indicated that kinking occurred during device use, and the location suggested that catheter securement, access and maintenance techniques may have contributed. A lot history review (lhr) of redt4147 showed one other similar product complaint(s) from this lot number.